Manufacturer narrative:
A complaint was received regarding black spots on the needle. To support the investigation, seven photographs were provided for evaluation by the quality team. The images depict a needle assembly without packaging. The plastic shield shows dark specks of embedded, degraded resin no other defects or imperfections were observed. Embedded degraded resin typically arises at startup or intermittently during the injection molding process, when degraded material can detach and be carried into subsequent shots, becoming incorporated into molded components. A device history record review was completed for material number 305211, lot 4116650. The review did not identify any quality issues during production that could have contributed to the reported condition. There were no related quality notifications, and all processes and final inspections complied with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation and analysis of the photographic samples, the customer reported condition is confirmed. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd needle filter blunt fill 18x1-1/2 contained foreign matter. Verbatim: the physician noted black spots on the needle that was provided with the eylea kit.